Event description:
The rptr stated that meter to hcp meter comparison tests were done. The tests were done side by side, within three minutes. The rptr's meter read 168 mg/dl, and rptr's dr's meter result was 240 mg/dl. The tests were both capillary, using separate finger sticks. The rptr did not have any symptoms. A control test was in range. On follow-up, the rptr stated that the dr's test strips were used for both tests; the rptr does not know if they were the same code as in the rptr's meter and if not, whether they recorded it. No harm was alleged.